Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for initial implant. During procedure, physician noted that the lead would wiggle/rotate with screw extension preventing proper deployment into cardiac tissue. It was taken out of the body and similar behavior was recreated so the lead was replaced. Patient was stable post procedure.